Event description:
Patient's wife called in because she wanted to know how much 2 units of insulin was and how many extra clicks to give her husband. She stated that her husband was in the ER last night because his readings were high. Last night, it was 428. She stated that at the hospital they administered 13 units of insulin.